Manufacturer narrative:
After clinical review of this file performed on 04/14/2020, it was decided to remove paresthesia code and add codes pain in the armpits and lymph nodes to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and suffered from paresthesia, breast mass and breast pain bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.